Manufacturer narrative:
The event occurred in (B)(6). Device will not be returned.

Event description:
Reporter stated lancet protrudes beyond the end cap of the softclix device. There was an accidental stick that occurred with the patient's nurse. No treatment required. No adverse event reported. Customer did not provide the lot number of the device, nor the lancets. The manufacturer requested return of suspect product for evaluation; however, the suspect device and lancets have been discarded and will not be returned.